Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose reading was over 600mg/dl. The customer stated that the doctor advised her to take some units with a manual injection and to change the reservoir and site; then her blood glucose dropped to 200mg/dl gradually. The caller mentioned that the insulin pump hit the floor and the cannula maybe came out of her body, and might not have been getting her insulin. No further information was provided.